Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the abnormal gel appearance on adhesive pad. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by customer and has been investigated by the philips complaint handling team. The customer reported that certain pads (model m3716a, lot 080125-01; expiration date: 31 july 2027) exhibited abnormal gel characteristics relative to standard products. An internal investigation, involving random sampling from the same lot in our inventory, confirmed the identical abnormality. Concurrently, samples from different lots were tested and showed no abnormalities. As a precautionary measure, with patient safety paramount, philips replaced all affected products for the customer, providing a total of (B)(4) units from a newer lot. The internal investigation conducted by the supplier quality engineer revealed that this related to the release liner being placed in reverse where the gel is contacting the uncoated side of the liner by the pad's supplier. The corrective action was taken place by issuing the supplier corrective action request. The customer was provided the replacement pads from a different lot to resolve the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the abnormal gel appearance on adhesive pad. There was no patient involvement.